Manufacturer narrative:
Results: clevis rod pin and rue ring cotter, caster.

Event description:
It was reported by service report that the head and foot end brake weldments and all 4 wheels were worn. No patient involvement or adverse consequences are reported.